Event description:
Reporter stated the display of the infusion device is defective. No adverse event was reported. The alleged product cannot be returned due to legal and custom issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.